Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Peritoneal dialysis contact requested troubleshooting for slow drains on the liberty select. During routine follow up with the patient¿s peritoneal dialysis nurse, the patient reportedly experienced shortness of breath and feeling full. The patient performed a manual drain in addition the treatments on the cycler. Treatment details were provided and assessed for 150% and 180% iipv and did reveal an episode of increased intraperitoneal volume (iipv). The largest drain volume from this treatment occurred during drain (last drain, unknown and manual stat drain) where 4000ml reportedly drained. This drain is 267% of the prescribed fill volume. In order to be a reportable malfunction, at least 180% of the prescribed fill volume would have to have been drained. A 180% of the prescribed fill volume of 1500ml is 2700ml. Therefore, a reportable malfunction has occurred. There was no reported of medical intervention. The liberty select was replaced.

Event description:
"."

Manufacturer narrative:
The reported symptom (iipv (dv > 200% of fv)) was not confirmed. The reported symptom (m75 volume error warning) was not confirmed. The reported symptom (draining slowly) was not confirmed. The reported symptom (scale reading error warning) was not confirmed. The reported symptom (heater bag not detected) was not confirmed. A visual inspection of the returned cycler exterior showed no signs of physical damage. The cycler weighed fill volume values were within tolerance. The system air leak test passed. The valve actuation test passed. The patient sensor calibration check passed. The load cell verification was within tolerance. There were no discrepancies encountered during the internal inspection of the cycler. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.